Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted while using the 0.014" enroute interventional guidewire. The dissection was covered with an unplanned additional enroute stent. The procedure was completed successfully with no additional adverse consequences.